Event description:
It was reported that during a unknown procedure, the device cartridge moved forward at 4th firing, and malformed staples occurred. It was completed by additional suture. No patient consequence.